Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported absence of no delivery alarm. The customer's blood glucose was 329 mg/dl at the time of incident. The customer's blood glucose was 650 mg/dl at the time of hospitalization. The customer's blood glucose was 135 mg/dl at the time of call. The customer stated that they were given IV during the hospitalization. The customer stated that they were throwing up. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that the customer declined to check for site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
The pump passed the delivery accuracy test.